Manufacturer narrative:
Results from product investigation and service & repaire: the manufacturing batch documentation has been reviewed (B)(4) and no deviations were found. Inspection of the device was performed. Jaws were found damaged and cleaning of axor were needed. Service & repair performed; cleaning of device, replacement of jaws and normal service performed.

Event description:
Problems with attaching the axor ii to the abutment. Axor did not clamp properly. Prosthesis detached and patient fell.

Event description:
Problems with attaching the axor ii to the abutment. Axor did not clamp properly. Prosthesis detached and patient fell.